Event description:
The customer reported via phone call that the insulin pump was exposed to water. Customer had fallen into the swimming pool while connected to the insulin pump. The customer stated a battery out limit alarm occurred after and the buttons became unresponsive on the insulin pump. Customer's blood glucose was unknown. It was also found the insulin pump would not stop flashing. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no esc button response due to corroded keypad traces. No flashing screen or moisture damage inside the pump was noted. Unable to verify the battery out limit alarm due to no esc button response. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.